Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) atmospheric and shuttle values are outside the factory standard and need to be calibrated, also it is necessary to change the batteries and safety disk that are expired, the 5000 hours kit of the engine which despite being 777.4 hours of use over 5 years of use. Waiting for approval to replace parts and calibration of parameters for the equipment to be released for use. Equipment condition good, necessary a general cleaning to remove dirt acquired in time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), e2, e3, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text : repair is not done by getinge.

Event description:
N/a.